Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. Device is an instrument and is not explanted. Device is an instrument and is not implanted.

Manufacturer narrative:
Device used for treatment. Device was received in 4 pieces. The handle is separate from the device shaft, and the alignment indicator broke in 2 pieces. One of the ears on the indicator broke off. There are some small dings and large gouges on the gold handle which expose the base metal. The ears of the alignment indicator have several dents. The pin is missing and the set screw is damaged inside the indicator. The complaint condition for the returned device is caused when the hammer inadvertently misses the head of the coupling screw, and hits the ears of the indicator. This may cause the pin in the indicator to be damaged and therefore, the indicator may spin freely or it may become jammed. On the returned device, the pin has been broken off which will allow the indicator to spin freely. The complaint condition is caused by inadvertent hammer blows to the alignment indicator. The design is adequate for its intended use and did not contribute to this complaint condition. Placeholder.

Event description:
During a tfn procedure surgeon was impacting the helical blade inserter to insert the blade and a piece broke off the inserter, near the prongs. The piece fell on the floor and not into the patients wound. The blade was in position at this point; surgeon locked the blade and completed the procedure.